Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported e10 (cartridge) error has been displayed on the infusion device several times during the past 3 weeks leading to elevated blood glucose. On (B) (6) 2010, her blood glucose measured 21.9 mmol/l (394 mg/dl) at 7:00am and she injected insulin via pen. At 10:00am, e10 was displayed and her blood glucose measured 24 mmol/l (432 mg/dl). She injected 20 units of insulin via pen. At 12:00pm, e10 was displayed and the pt changed the insulin cartridge and injected 40 units of insulin via pen. At 2:00 pm, the pt injected 30 units of insulin via pen. At 6:30 pm, her blood glucose measured 26 mmol/l (468 mg/dl) and she bolused 30 units of insulin via the infusion device. The pt's normal blood glucose level is 8 mmol/l (144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.